Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (tactile external component issue) issue. The reporter stated that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2014-device evaluation:the battery cap has been returned and evaluated by product analysis on 03/27/2014 with the following findings:during testing, the battery cap secured to a test pump properly. A power loss was not observed. The battery cap detached from the pump without difficulty, and the cap threads were intact. The battery cap spring was secured, and the cap contact dimensions measured within specifications.